Event description:
It was reported that the filling port of a large volume infusor was damaged. This was found before use. There is no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.